Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted during (B)(6) 2011.the indication for the stent placement was to treat a stricture due to squamous cell cancer. The stricture was located within the mid-esophagus and was approximately 8mm in length. The stent was implanted successfully without issue.on (B)(6), 2011, it was discovered that the stent had migrated 5cm distally. The stent was left implanted as the physician felt it would be a difficult procedure to remove the stent. The patient also reported experiencing chest pain. According to the physician, the exact cause of the pain is unknown but may be related to the stent. No further medical intervention or treatment was performed. The patient is scheduled for a surgical resection of the esophagus. The resection is not a result of the stent malfunction and is a planned treatment for the esophageal cancer. During the surgical procedure, the stent will be removed.the patient condition following the detection of the stent migration is stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date.the complainant was unable to provide the exact implantation date; however, it was reported that the device was implanted during (B)(6) 2011.(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.